Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER). An interrogation report shows that the right atrial (ra) lead has far field r-wave (ffrw) oversensing causing false atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.